Manufacturer narrative:
Medical device brand name: bd intima-ii¿ closed IV catheter system. Medical device catalog # 383019. Medical device expiration date: 2021-09-30. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-09-19.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage from the closed intravenous indwelling needle's extension tube appeared to be cracked and a small amount of drug solution exuded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the patient underwent CT enhancement examination of the whole abdomen. During the process of contrast agent injection, the closed intravenous indwelling needle's extension tube appeared to be cracked and a small amount of drug solution exuded. It would be easy to cause drug dose inaccuracy, diagnosis error and delayed treatment.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262024. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage from the closed intravenous indwelling needle's extension tube appeared to be cracked and a small amount of drug solution exuded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the patient underwent CT enhancement examination of the whole abdomen. During the process of contrast agent injection, the closed intravenous indwelling needle's extension tube appeared to be cracked and a small amount of drug solution exuded. It would be easy to cause drug dose inaccuracy, diagnosis error and delayed treatment.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ intima ii catheter there was an issue with leakage from the closed intravenous indwelling needle's extension tube appeared to be cracked and a small amount of drug solution exuded. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the patient underwent CT enhancement examination of the whole abdomen. During the process of contrast agent injection, the closed intravenous indwelling needle's extension tube appeared to be cracked and a small amount of drug solution exuded. It would be easy to cause drug dose inaccuracy, diagnosis error and delayed treatment.